Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7070898. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 363570.

Event description:
It was reported that the patient had inadequate stimulation due to the lead placement and high impedances on the leads. Reprogramming was done and was able to achieved right sided coverage in the majority of the pain area. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were discarded.